Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report. Reference MFR number: 1221359-2021-01964 , 1221359-2021-01988.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients. This MFR. Report addresses patient two (2) of three (3). The customer reported a false positive result with the ID now covid-19 assay. The samples tested positive on covid ID now but negative in (B)(6).